Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an over infusion occurred during use with an unspecified access set. It was stated oxaliplatin 100 mg/200 ml was programmed at rate: 140 ml/hr, vtbi (volume to be infused): 280 ml, and 2 hours, but ran dry in 1 hour instead. The set was used with a spectrum infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.